Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident of "device lost power - battery is not holding a charge" was verified. During battery depletion test, log was reviewed and observed after 28%, it dropped to 0 percent and shut off. The lithium-ion battery was replaced to remedy. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.